Event description:
The pacemaker involved in this MDR report was implanted in a baby. Interactions were observed between the high spontaneous rate of the patient and the pacemaker algorithms (refractory periods), triggering inappropriate fallback mode switches (asynchronous pacing).

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)